Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9. Additional information added to field d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remain in the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodenovideoscope had something stuck in the channel preventing insertion of tools. The issue occurred during an unspecified procedure. There were no reports of patient harm.